Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was received for evaluation. Section e2 was corrected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, error e103 was confirmed. Additionally, the switches on the front panel did not operate normally, and the scope socket and lens base holder were cracked. It is possible that the error code e103 and defective front panel were caused by a poor power supply and poor front panel. However, the definitive root cause of the power supply defect and front panel defect could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that while performing routine maintenance on his olympus visera elite xenon light source, an e103 error code began to display. This event had no patient involvement.